Event description:
The customer reported that one of the healthcare workers experienced "burn" without pain on their palm. The burned area was reported to be discolored ("slightly white"). It was reported that the incident occurred while the healthcare worker was unloading the processed devices. One of the devices had droplets and the healthcare worker felt pain when he/she touched the droplets. The healthcare worker did not seek medical attention and treatment. The service engineer went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse assessed the unit and found it operating to manufacturer specs.